Event description:
It was reported nothing remarkable, came back in (B)(6) 2015, complaining of instability and pain. Took x-rays.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected to capture accurate dates based on additional information.

Event description:
It was reported nothing remarkable, came back in (B)(6) 2015, complaining of instability and pain. Took x-rays.